Event description:
Before peripherally inserted central catheter placed it was noticed that the "gw" protruded from the catheter. The catheter could not be placed in the pt and another pack needed to be opened.